Event description:
Medtronic (covidien) received information regarding an incident with a manufactured device. During the ovarian vein embolization, it was reported the concerto coil was prematurely detached in the progreat 2.7 f catheter. As reported the coil became difficult to advance/push through a progreat 2.7f catheter. The physician tried to pull the coil back out of the microcatheter and coil became detached. The coil detached and ended up stuck in catheter. The coil was not deployed in the patient. No patient injury reported as a result of the procedure. Patient age reported between 35-45 years.

Manufacturer narrative:
The axium coil has not been returned for evaluation; therefore, the event cause could not be determined. Request was made for the return of the device, but no definitive date has been provided regarding the device return. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Manufacturer narrative:
The concerto coil pushwire was received with the implant coil already detached and stuck within the c2 microcatheter. Under the microscope, the coin was found to be located against the lumen stop with the coil shield stretched. The c2 microcatheter was dissected at approximately 35.0cm from the proximal end, and the implant coil removed and found to be damaged and stretched on its proximal end with the polypropylene filament intact. The detachment stick was found to be bent on its proximal end with the detachment ball missing. The implant coil likely stretched and detached due to the movement of the coil against the reported resistance as reported by the customer and the implant coil likely broke loose from the pushwire at the detachment ball. All coils are 100% inspected for damages and irregularities during manufacture. Note: per the concerto coil instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).